Event description:
Medtronic received information that approximately five months following the implant of this bioprosthetic valve, the patient presented with high aortic valve gradient, thought to be due to valve dysfunction. It was reported the patient was symptomatic. Echocardiogram revealed mean gradient of 19mm/hg, central insufficiency, with surface area of 1.6 cm2. At eight months post implant, the valve was explanted. It was reported that the patient had anticoagulation treatment for three months post-operative with an inr between 2 and 3. Following the explant, the patient was doing well with no further adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
This device has been returned for analysis. Results are pending. Upon completion of investigation, a supplemental report will be filed. At this time, a conclusion could not be determined.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was slightly distorted. The sewing ring had been removed during explant exposing part of the stent. All leaflets were stiff due to host tissue on the outflow. All leaflets were intact on the inflow. Glistening off-white pannus lined the inflow margin of attachment of the left cusp, into the non-coronary left and left right inferior coaptive areas, and 1 to 3 mm onto the left and right cusps showing evidence of a reduction in the inflow orifice area. A section of the existing pannus along the inflow adjacent to the non-coronary cusp was on the same plane as the coaptive ridge of the left cusp. An unknown amount of pannus appeared to have been removed on the inflow during explant. Brown thrombotic host tissue filled and stiffened all leaflets on the outflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: reduced performance of the valve is attributed to thrombus and host tissue overgrowth. These findings are generally considered a patient related condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.